Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. The device history review (DHR) for lot 4895446 was reviewed and a poppet sub-component was found that had a molding anomaly on the sealing surface that can lead to leakage. The reported complaint of a leaking spiros can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component.

Manufacturer narrative:
The device is not available for evaluation. Without the returned device the probable cause is unable to be determined.

Event description:
The customer reported a spinning spiros closed male luer, red cap that was applied to a syringe containing doxorubicin to be administered. After the connection, at the time of aspiration to check for blood return, the syringe had drawn air into it. At the time of injection, the drug leaked from the device, wetting the patient¿s skin and causing environmental contamination. There was patient involvement and the consequences of the event was decontamination of the patient and the environment, however, no report of adverse event.